Event description:
It was reported that pump malfunction occurred with malfunction alarm displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to reset pump once charging supplies were available and was instructed to call back if malfunction reoccurred, and no additional information was received regarding the outcome of the event.